Manufacturer narrative:
A.1. A.5. There was no known patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the cp5 flow sensor. After initial event evaluation, ti was concluded the sensor cannot be repaired and a replacement product will be sent. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, when the blood flow rate is 0, the cp5 flow sensor display shows 200ml to 300ml and the flow is unstable. There was no patient involvement. The display returned to normal when it was replaced it with a backup sensor.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2016 and another event occurred in 2023 has been identified. No similar event concerning trend has been identified. The most likely root cause has been assigned to a defective flow sensor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.